Manufacturer narrative:
A connector portion of the partial lead measuring 8.5cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient presented in the emergency room due to change in mental status and possibility of urinary tract infection (uti). During evaluation it was observed that the patient was not responsive. It was reported that the initial rhythm was ventricular fibrillation followed by asystole. No further intervention was performed as the patient was in dnr. It was reported that there was no evidence of cardiac activity. The primary cause of death was due to cardiac arrest related to congestive heart failure and the secondary cause of death was reported as cardiomyopathy and non - ischemic.